Event description:
Ous MDR - this atrial lead dislodged, therefore, it needed to be repositioned. At the case the lead could not be removed from header. The lead and header were damaged, so they were explanted and returned.

Manufacturer narrative:
Upon receipt, the proximal segment of the lead was still connected to the pacemaker's header. During the initial inspection the lead segment was disconnected without any difficulty. Subsequently the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analysed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery status was found to be "ok".the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The lead was found dissected in three segments upon receipt. All lead segments were received for analysis. The inspection of the returned fragments revealed several explant damages i.e. The outer coil was found fractured and the insulation of the is-1 connector was pulled off, most likely as a result of strong pulling forces applied during the surgery. In summary, the pacemaker is fully functional and the lead presented only explant damages. In particular, the lead could be disconnected without problems from the header of the pacemaker. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.